Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the lens were scratched and will not focus during procedure.

Event description:
It was reported that the lens were scratched and will not focus during procedure.

Manufacturer narrative:
Three attempts were made to retrieve the device for evaluation but the device was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: not focusing. Probable root cause: incorrectly assembled optical train, damage to optical train, end of life wear-out, shipping damage, use error. The reported failure mode will be monitored for future reoccurrence.